Event description:
This ra lead was implanted on (B)(6) 2000 and remains implanted as of this time. A call placed to technical services on 9/7/2017 indicated that this lead exhibited noise.? The following physician was dr. (B)(6) at (B)(6) health systems. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).